Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked display window.

Event description:
The customer reported via phone call that they received a button error alarm and buttons were intermittently working. The customer's blood glucose was 4.5 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.